Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. For any product information received.  This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ patient was revised due to osteolysis. Doi: unk, dor: (B)(6) 2013 (left hip). Update - (B)(6) 2013 - litigation papers received. Litigation alleges pain, discomfort, and injury . The doi was provided. There is no new additional information that would affect the investigation. Update rec'd (B)(6) 2015 - medical records received from legal. Upon revision, a large collection of fluid, debris material, dark black corrosion at the head and neck junction, and metallosis were noted. The stem and sleeve are being added to the complaint. The stem remained in situ. This complaint was updated on (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.